Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok luer-lok tip was melted.

Manufacturer narrative:
Additional information: b.5. Describe event or problem: it was reported that the plunger of a bd luer-lok¿ luer-lok¿ tip was melted. The following information was provided by the initial reporter: " 1. Description of issue: customer reported the plunger on the syringe was melted. 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. 3. Number of occurrences: 1. 4. Item number 3 ml syringe ¿ 309657. 5. Product lot number: customer could not recall. 6. Are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes (contact: (B)(6)). 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. 10. Note: product category = needle/syringe issue." D.4. Medical device lot #: 8064585. D.4. Medical device expiration date: 2023-02-28. D.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2019-02-14. H.4. Device manufacture date: 2018-03-05.

Event description:
It was reported that the plunger of a bd luer-lok¿ luer-lok¿ tip was melted. The following information was provided by the initial reporter: "1. Description of issue: customer reported the plunger on the syringe was melted. 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. 3. Number of occurrences: 1. 4. Item number 3 ml syringe ¿ 309657. 5. Product lot number: customer could not recall. 6. Are samples available for investigation? O yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. 10. Note: product category = needle/syringe issue."

Event description:
It was reported that the plunger of a bd luer-lok¿ luer-lok¿ tip was melted. The following information was provided by the initial reporter: 1. Description of issue: customer reported the plunger on the syringe was melted. 2. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 3. 3. Number of occurrences: 1 4. Item number. ¿ 3 ml syringe ¿ 309657 5. Product lot number: customer could not recall. 6. Are samples available for investigation? O yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution ¿ cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. 10. Note: product category needle/syringe issue.

Manufacturer narrative:
Correction: b.5. Describe event or problem: it was reported that the plunger of a bd luer-lok¿ luer-lok¿ tip was melted. The following information was provided by the initial reporter: 1. Description of issue: customer reported the plunger on the syringe was melted. 2. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 3. 3. Number of occurrences: 1 4. Item number ¿ 3 ml syringe ¿ 309657 5. Product lot number: customer could not recall. 6. Are samples available for investigation? O yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution ¿ cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. 10. Note: product category = needle/syringe issue. H.6. Investigation summary: one 3ml syringe in an opened blister pack from batch #8064585 (B)(4). And an open needle blister pack of batch #8090558 (B)(4). Was received and evaluated. After removing the plunger, it was observed that the stopper had a semicircle indentation near the top and a deep strait line indentation near the edge. They appear to be caused by pressure. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the deformed stopper defect is associated with the assembly process. A misalignment of the plunger rod being inserted into the barrel caused the stopper to become jammed. When it was received by the customer and pulled back, the stopper became unjammed and had a deformed appearance. No corrective actions are necessary based on the defective rate identified.